Event description:
A report was received that the patient underwent an ipg explant procedure due to difficulty charging.

Manufacturer narrative:
Analysis of ipg sc-1110-02 s/n (B)(4) confirmed the complaint. Several contact springs in the header a were damaged. Due to this damage, contact impedances were high. The ipg also exhibited premature battery depletion, excessive sleep current, and low vh impedance. These are the characteristics of analog ic-u1 damage due to exposure to high voltage transient. The root cause of the damage is unknown.

Event description:
A report was received that the patient underwent an ipg explant procedure due to difficulty charging.

Event description:
A report was received that the patient underwent an ipg explant procedure due to difficulty charging.

Manufacturer narrative:
Additional information was received that the patient experienced frequent and extended ipg charging time.